Event description:
During a survey, an unspecified healthcare worker responded ¿<80%¿ flap survival rate in the past 12 months wherein a coupler was utilized for an unspecified reason during an unspecified procedure. The respondent additionally stated, ¿it has been a positive experience.¿ these events likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. There was no allegation of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.